Manufacturer narrative:
Reference CAPA-20-00141.

Manufacturer narrative:
Additional information. Additional information indicated calcification protruding to the left ventricular outflow tract (lvot) on ncc was also present. The commander delivery system was discarded post procedure and not available for evaluation by edwards lifesciences. Without the device, visual inspection, functional testing and dimensional analysis could not be performed. No device photographs or case imagery was provided for review. Lot history review revealed no other complaints related to this event. Complaint history review revealed the occurrence rate did not exceed the august 2019 control limit for the appropriate trend category. Device history review (DHR) review was performed for the components most relevant to the reported event. The work orders did not reveal any manufacturing non-conformances that could have contributed to the reported event. Per the IFU and training manuals, correctly orient delivery system and check position before insertion, orient the delivery system with the flush port pointing away and the edwards logo facing up, ensure delivery system is locked in default position, insert loader completely into sheath, ensure wire is still in lv, ensure sheath tip is still past the aortic bifurcation, advance thv through loader and sheath using short movements, in a straight section of the vasculature, initiate valve alignment by disengaging the balloon lock and pulling the balloon catheter straight back until part of the warning marker is visible. Do not pull past the warning marker. Warning: to prevent possible damage to the balloon shaft, ensure that the proximal end of the balloon shaft is not subjected to bending. The IFU and training manuals have been reviewed and no inadequacies were identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. During the manufacturing process, the entire delivery system undergoes multiple visual inspections and testing. The delivery system components undergo 100% visual inspections. During final inspection, the entire device undergoes 100% distal to proximal visual inspection by manufacturing and quality. In addition, product verification (pv) testing is performed on a sampling basis. These inspections support that it is unlikely that a manufacturing non-conformance contributed to the reported complaint. In this case, the complaint was not able to be confirmed since the device was not returned and no relevant imagery was provided. The presence of a manufacturing non-conformance was unable to be confirmed. However, a review of lot history, DHR, and manufacturing mitigations revealed that it is unlikely a manufacturing issue contributed to the complaint. Additionally, a review of IFU/training manuals revealed no deficiencies. As there were no reported difficulties in de-airing the device, a leak was likely not present on the device out-of-box. Per the complaint case notes, ¿access vessel was mildly calcified and tortuous. Calcium was on the dorsal wall of the access vessel at the puncture.¿ if the access vessel was calcified, calcification could interact with the balloon upon entry which may have caused the balloon to be more susceptible to leakage/damage. It was also reported that moderate calcification was present on the aortic valve, aortic annulus and aortic root. Calcification protruding to left ventricular outflow tract (lvot) on ncc was also reported. Calcification in the annulus can directly get into contact with the balloon during inflation causing the observed leakage. This is indicated by the balloon was only inflated up to 19ml before the pinhole leakage was observed. As commented by the operator, ¿the balloon was punctured by calcification on the non-coronary cups (ncc).¿ available information suggests in addition to procedural factors (manipulation of the devices), patient factors (aortic calcification) may have contributed to the pinhole on the distal part of the balloon. No manufacturing non-conformances, labeling, training, or IFU deficiencies were identified and the occurrence rate for the relevant trend category did not exceed the august 2019 control limits. Therefore, no corrective or preventative action nor product risk assessment is required.

Manufacturer narrative:
Edwards lifesciences continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
As reported by our affiliate in japan, during a transfemoral tavr procedure, following balloon aortic valvuloplasty (bav), performed with a non-edwards bav catheter, a 26mm sapien 3 valve was prepped with nominal volume (23 ml). During valve deployment, when approximately 19 ml of contrast was injected, the injecting pressure suddenly decreased from 4 atm to 2 atm. The valve appeared to ¿recoil slightly¿ during expansion, and the balloon was not inflated further. As the balloon was deflated, blood inflow, suggesting balloon leakage, was observed in the inflation device. The delivery system was withdrawn. Following removal of the delivery system a ¿pinhole¿ on the distal part of balloon was observed. The valve was deployed in the targeted position, but more than moderate paravalvular leak (pvl) was seen on transesophageal echocardiography (tee). Post dilation was performed with a 25mm edwards balloon catheter with nominal volume plus 1ml, but only a ¿little¿ valve expansion was achieved. Aortography and tee still showed moderate pvl. After confirming the balloon diameter with 3ml additional volume, the valve was post dilated again with 3 ml more than nominal volume. As the pvl was reduced to mild, no further dilation was performed. The native annular valve area measured 524.0mm2 by CT. Moderate aortic valve and annular calcification, moderate native leaflet calcification and moderate aortic root calcification were reported. It was perceived that the balloon was punctured by calcification on the non-coronary cups (ncc). The delivery system was discarded post procedure. The valve remains implanted in the patient.